Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that event log recorded xdcr fault occurred. The customer reported performing xdcr tests, circpress: 32 failed. Customer performed xdcr cal, exhl press call failed at 0 cmh2o. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported low positive inspiratory pressure, transducer fault, and high rate alarms during use on a patient on the vela ventilator. The customer reported that the patient was transferred to another ventilator. The customer confirmed that there is no patient harm associated with the reported event.